Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit confirmed that the obturator tip had fractured. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: "while placing trocar for patients procedure, it was noted that the tip of one of the trocar was broken. Trocar was removed from the patient and broken bit was retrieved. No harm to the patient." Additional information received via email from user facility on 03jun2021: the procedure was a laparoscopic cholecystectomy. "The tip broke off from the trocar [ ]. Tip was retrieved from the patient. No harm to the patient." Additional information received via email from user facility on 04jun2021: "the complaint product is not available for return." Type of intervention: trocar was removed from the patient and broken bit was retrieved. Patient status: no harm to the patient.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch # mw5101326.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: "while placing trocar for patients procedure, it was noted that the tip of one of the trocar was broken. Trocar was removed from the patient and broken bit was retrieved. No harm to the patient." Additional information received via email from user facility on 03jun2021: the procedure was a laparoscopic cholecystectomy. "The tip broke off from the trocar [ ]. Tip was retrieved from the patient. No harm to the patient." Additional information received via email from user facility on 04jun2021: "the complaint product is not available for return." Type of intervention: trocar was removed from the patient and broken bit was retrieved. Patient status: no harm to the patient.